Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing, specifically the therapy electrode recognition test. Upon evaluation, there was an open along the rear pulse wire along the trunk cable. The cause of the test failure is the open wire. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes.